Event description:
The patient reportedly experiences facial nerve stimulation. Programming adjustments were made. However, this did not resolve the issue. The patient was reportedly receiving botox treatments to resolve the facial nerve stimulation. The company is currently in the process of gathering additional information regarding the patient's issue.